Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly underwent repositioning surgery on (B)(6) 2018. The recipient's activation went well. This is the final report.

Event description:
The recipient is reportedly experiencing device migration. The recipient is presenting with pain. Repositioning surgery is scheduled.